Event description:
A pharmacist stated a customer opened a new box of contour test strips and found the cap already open. No adverse event was alleged. The advocate was asked to return the strips for investigation. The strips were replaced.

Manufacturer narrative:
One of two returned bottle of strips read an average of 22mg/dl high out of spec. Using control. High results were most likely due to the strips being exposed to a moist environment due to the open cap of the bottle in the sealed box.